Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) level, however a specific value was not provided. Customer addressed bg by consuming carbohydrates. Reportedly, the customer alleged that the pump did not deliver insulin as intended. As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the event. Recommendation was made to consult with a healthcare provider to discuss diabetes management.